Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No product information available at this time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic bypass, the used device needle popped out and fell into the cavity of the patient, the needle was retrieved. This was happened with 2 different reloads. Opened additional devices to complete the case. No injury to the patient.